Manufacturer narrative:
Follow-up #1: date of submission 08/15/2016 device evaluation: the device has been returned and evaluated by product analysis on 07/20/2016 with the following findings: a review of the black box and alarm history indicated call service 064 alarms had occurred. A call service 064 alarm occurred during investigation. The pump casing was removed, revealing a damaged motor flex. Additional testing could not be completed due to the damaged motor flex. Unrelated to the original complaint, investigation revealed cracks in the pump casing and that the bolus button cover was punctured but the button remained responsive. (B)(4).

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a call service alarm (cs 064) issue. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported as the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.